Event description:
The complaint was reported as: the customer alleges that the device did not work when attached to a blade. The reported failure was detected during inspection of the device. No report of a patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The lot number provided appears to be incorrect. A search in the data base was performed and lot number 02a1301677 was found which could be the correct lot number. Based on this, the DHR (device history record) was reviewed and no issues or discrepancies that can potentially relate to the complaint description were detected. Manufacturing ((B)(4)) and quality inspection ((B)(4)) procedures and processes were reviewed and showed that proper controls are in place to guarantee that acceptable product is delivered to our customers. No corrective action can be established since the defective sample was not received for evaluation. No conclusion can be established at this time based on the lack of a defective sample. The physical sample is necessary in order to perform a proper investigation. If the product sample becomes available this complaint will be re-opened. The personnel involved in the manufacturing process were notified of this complaint.